Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records for review and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker replaced the device's power pcb assembly as a pre-caution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.